Manufacturer narrative:
Block b3: exact date unknown, event occurred in september 2021.

Event description:
It was reported that the patient was experiencing uncomfortable shocking and burning sensation. The patient underwent an ipg replacement procedure.